Event description:
It was reported that during a coronary stent procedure, the physician was unable to cross the lesion. Upon removal the stent deployed in the guide catheter and was removed without incident. No patient injuries or complications occurred.